Event description:
It was reported that the physician's handheld has a broken battery latch. A new programming tablet was provided to the physician. The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. The cause for the allegation is associated with a loose screw that secures the battery latch to the handheld case. Once the screw was tightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.